Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tibial fixation surgery, a footprint ultra´s anchor broke while being implanted, and got removed with tweezers. Surgery continued without any delay with a back-up device used in the originally drilled bone; therefore, no voids were left in the patient; whose current health status is good. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and one of the two suture strings. The suture string was outside the suture window of the anchor. The anchor was fractured at the distal end of the suture window. There was debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. An evaluation of the customer provided images found the device and a broken anchor next to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.